Event description:
It was reported that a dexcom g7 experienced intermittent communication resulting in a brief sensor connection loss, after which connectivity was restored, with no related alerts or alarms noted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the device¿s electrical and magnetic elements and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.